Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming functionality testing) has been confirmed. Upon investigation the electrode belt therapy electrodes were missing. The root cause for the missing therapy electrodes was physical abuse. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect and treat vt and vf rhythm on the date of event. In addition, the latest available ECG recording strip (04:42:45 on (B)(6) 2023 indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received 17 appropriate treatments, nine of which converted the arrhythmias and eight of which did not convert the arrhythmia. The patient also received a non-lifevest defibrillation. The device was started up at 21:17:22 on (B)(6) 2023. At 04:05:37 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvcs/bigeminy transitioning to vt @ 190 bpm. At 04:06:46, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs/nsvt. At 04:08:22, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 04:08:52, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs and motion artifact. At 04:15:12, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 04:15:42, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was vt @ 230 bpm. At 04:16:09, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus beat transitioning to vt @ 250 bpm. At 04:16:43, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 25 bpm transitioning to vt @ 250 bpm. At 04:17:06, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 04:22:57, an arrhythmia was detected. ECG shows vt @ 200 bpm with sinus capture beat. At 04:23:26, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 04:25:36, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 04:26:06, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was vt @ 240 bpm. At 04:26:29, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs. At 04:33:08, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 04:33:40, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus beats and pvcs transitioning to vt @ 230 bpm. At 04:34:07, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 230 bpm. At 04:34:29, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was vt @ 240 bpm. At 04:34:52, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 230 bpm. At 04:35:23, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs/nsvt and hb. At 04:41:00, an arrhythmia was detected. ECG shows vt @ 200 bpm with motion artifact. At 04:41:30, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm with motion artifact. Post shock rhythm was sinus rhythm @ 75 bpm with motion artifact. At 04:42:04, the patient received the sixteenth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm with motion artifact. Post shock rhythm was sinus bradycardia @ 15 bpm with motion artifact. At 04:42:40, the patient received the seventeenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 04:42:47, the patient received a non-lifevest defibrillation. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. The device was shut down at 04:42:45 on (B)(6) 2023.